Event description:
The manufacturer was contacted about the use of a ds2adv auto CPAP w/hum/p-flx/cell/bt,ca device, as there were claims that it displayed an error message, sparked, smoked, and subsequently shut down during operation. The patient did not report any unusual odors from the device before the overheating incident, nor were there any signs of melting, warping, or gaps in the casing. Additionally, there were no exposed wires or accidental openings in the plastic cover of the power supply. The complaint does not indicate any serious injuries, patient harm, or need for medical intervention. The manufacturer is still investigating. A follow-up report will be provided once the investigation concludes.

Manufacturer narrative:
The manufacturer was previously contacted about the use of a ds2adv auto CPAP device, as there were claims that it displayed an error message, sparked, smoked, and subsequently shut down during operation. The patient did not report any unusual odors from the device before the overheating incident, nor were there any signs of melting, warping, or gaps in the casing. Additionally, there were no exposed wires or accidental openings in the plastic cover of the power supply. There was no report of patient harm or injury. There was no report of medical intervention. At this time of review the device was returned to manufacturer product investigation laboratory for further investigation. During the device evaluation the service technician observed that iso (international organization for standardization) port deformed from possible thermal event. Possible thermal events across the back of the pca. Iso port had white dust-like contamination in it. Heater plate had dust-like contamination and potential mineral deposits on it. Inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Missing the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of machine had an error message possibly due to the multiple thermal events. Pil observed 30 errors. The device was scrapped by the service center after the evaluation was completed. Section g3 and h6 updated/corrected.